Manufacturer narrative:
Additional information was requested but was not received. The lens remains implanted, so it is not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause could not be identified.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon observed fibers on the posterior surface of the lens after implanting into the eye. The surgeon first tried removing them with the irrigation/aspiration handpiece. The remaining fibers were then attempted to be removed with the capsulorhexis forceps, but the capsular bag was punctured in the process. An anterior vitrectomy had to be carried out as a result. Additional event information has been requested but has not been received.